Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted three months post implant due to loss of capture, increased thresholds and micro-dislodgement. A new non-boston scientific lv lead was implanted. No adverse patient effects were reported due to the lead revision procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted that the complete lead was returned with dried body fluid through out the lead lumen and a tine cut off the electrode tip of the lead. Further visual inspection noted that the conductor coils were deformed at 151 and 180 mm from the terminal pin. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
--